Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.0.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported that her daughter was in the emergency room about a week and a half ago due to issues with her pod. The mother stated that the pod was removed on the way to the emergency room (ER) and believed it was delivering too much insulin. She stated the patient's cgm had showed her glucose level was high, but she wasn't actually high, and they fell they overcorrected. The mother did not know the exact date of the medical attention, the length of the visit, discharge date, symptoms, diagnosis, or treatment provided. The controller indicated high blood glucose levels, leading to overcorrection. The mother requested that the patient be contacted for more details, as she was currently at work. The agent set a task to contact the patient regarding the medical event. Multiple contact attempts were made, but the patient was unavailable. The agent left voicemails with callback instructions and noted that the mother was unable to provide detailed information about the situation.